Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he accidentally gave himself a 20 unit bolus when he was actually trying to enter 20 grams of carbohydrates. The customer treated with 66 grams of carbohydrates and orange juice, but his blood glucose went from 91 to 51 mg/dl while he was on the phone. Advised the customer to seek medical attention immediately. The customer stated that he would have his wife take him to the hospital. The customer later called to troubleshoot the insulin pump as he was also experiencing high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.